Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the cup presence sensor was not functioning properly. The fse cleaned and lubricated the cup presence sensor. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2161 c.transfer cup pickup failure was the cup presence sensor.

Event description:
On (B)(6) 2017, a customer reported error 2161 c.transfer cup pickup failure on the aia-900 instrument. The customer removed the blue cover and cleaned it with etoh. The customer rebooted and performed an all set home but the error persisted. The customer is unable to run patient samples on fsh, prog, lhii, prl, and e2. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prog, lhii, prl, and e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.